Manufacturer narrative:
Pending investigation. D10: serial number item number and full description: (B)(6). 300-01-10 - equinoxe humeral stem primary press fit 10mm, (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6). 320-31-40 - glenosphere, 40mm, (B)(6). 320-35-01 - small glenoid plate.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2021. The patient presented has had roughly 6 subluxation episodes. The case report form indicates that this event is possibly related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder subluxation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.